Event description:
The customer reported a motor error alarm followed by another alarm during the prime and rewind process. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to a loose drive support disk. No alarms were noted. The insulin pump had a severely scratched display window and case. The insulin pump passed the motor test.